Event description:
It was reported that during a transcatheter aortic valve implantation procedure using a 29mm evolut fx+ valve, an overlap of the inflow portion until node 4 was noticed on fluoroscopic check, but the valve was used. The valve was intended to be implanted without pre-dilatation, aiming at a depth of 3 millimeter (mm). The valve was positioned but appeared not fully expanded, and infolding was observed prior to final release. Shortly after, the valve popped out of the annulus and was recaptured and removed. A new 29mm valve was prepared and passed fluoroscopic check. This time, pre-dilatation was performed with three attempts using a 22mm balloon to partially dilate the annulus. The second valve was implanted, with the first attempt evaluated as too high, leading to recapture. The second attempt resulted in another pop-out and recapture above the annulus, during which the pigtail catheter was captured and cautiously pulled out. On the third attempt, the valve was positioned deeper and considered to be in a good position. Final angiogram and hemodynamic evaluation showed no gradient or aortic regurgitation. However, a type a aortic dissection extending from the ascending to the descending aorta was identified through additional aortic root angiograms. The patient, in stable hemodynamic condition, was converted to open heart surgery for explantation of the valve, repair of the dissection, and conventional surgical treatment of aortic stenosis. The entry of the dissection was located within the non-coronary cusp during surgery.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012866451); product type: 0195-heart valves; product ID: d-evolutfx-2329 (0012781710); product type: 0195-heart valves; product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2025; explant date: on (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1 b5 h2 h3 h6 additional codes image review: images of the event reported above were provided. There was no executive summary or computed tomography (CT) provided for anatomical considerations. It was reported that during a transcatheter aortic valve implantation procedure using a 29 millimeter (mm) evolut fx+ valve, an overlap of the inflow portion until node 4 was noticed on fluoroscopic check, but the valve was used. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that the valve was intended to be implanted without pre-dilatation, aiming at a depth of 3 mm. The valve was positioned but appeared not fully expanded, and infolding was observed prior to final release. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. It was reported that the valve was recaptured and removed. A new 29mm valve was prepared and passed fluoroscopic check. This time, pre-dilatation was performed with three attempts using a 22mm balloon to partially dilate the annulus. The second valve was implanted. It was reported that a type a aortic (ao) dissection extending from the ascending to the descending aorta was identified through additional aortic root angiograms. Evidence is consistent and shows a possible ao dissection. It was reported that the patient, was stable hemodynamic condition, was converted to open heart surgery for explantation of the valve, repair of the dissection, and conventional surgical treatment of aortic stenosis. Per medtronic IFU, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the deployment of the first valve, the patient's high gradient/pressure may have contributed to the valve dislodgement. The deployment starting point was at the bottom of the pigtail at a target implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The valve dislodged aortic above the annulus level at -2 mm and was recaptured and retrieved from the patient. A non-medtronic guidewire (safari) was used. During the implant of the second valve, the deployment starting point was at the bottom of the pigtail at a target implant depth of 4 mm on the ncc and 5 mm on the lcc. The valve dislodged aortic to an implant depth of 1 mm on the ncc and lcc. Per the physician, the dislodgement of the first valve or the dilation between the first and second valve implant contributed to the dissection. Per the physician, the second valve and second delivery catheter system (dcs) used did not cause or contribute to the dissection.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, loaded within the delivery catheter system (dcs) capsule, visual analysis showed the returned valve was deployed with an infold on retraction of the capsule via the rotation of the actuator. Updated: d9, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure using a 29mm evolut fx+ valve, an overlap of the inflow portion until node 4 was noticed on fluoroscopic check, but the valve was used. The valve was intended to be implanted without pre-dilatation, aiming at a depth of 3 millimeter (mm). The valve was positioned but appeared not fully expanded, and infolding was observed prior to final release. Shortly after, the valve popped out of the annulus and was recaptured and removed. A new 29mm valve was prepared and passed fluoroscopic check. This time, pre-dilatation was performed with three attempts using a 22mm balloon to partially dilate the annulus. The second valve was implanted, with the first attempt evaluated as too high, leading to recapture. The second attempt resulted in another pop-out and recapture above the annulus, during which the pigtail catheter was captured and cautiously pulled out. On the third attempt, the valve was positioned deeper and considered to be in a good position. Final angiogram and hemodynamic evaluation showed no gradient or aortic regurgitation. However, a type a aortic dissection extending from the ascending to the descending aorta was identified through additional aortic root angiograms. The patient, in stable hemodynamic condition, was converted to open heart surgery for explantation of the valve, repair of the dissection, and conventional surgical treatment of aortic stenosis. The entry of the dissection was located within the non-coronary cusp during surgery. Additional information was received that during the deployment of the first valve, the patient's high gradient/pressure may have contributed to the valve dislodgement. The deployment starting point was at the bottom of the pigtail at a target implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The valve dislodged aortic above the annulus level at -2 mm and was recaptured and retrieved from the patient. A non-medtronic guidewire (safari) was used. During the implant of the second valve, the deployment starting point was at the bottom of the pigtail at a target implant depth of 4 mm on the ncc and 5 mm on the lcc. The valve dislodged aortic to an implant depth of 1 mm on the ncc and lcc. Per the physician, the dislodgement of the first valve or the dilation between the first and second valve implant contributed to the dissection. Per the physician, the second valve and second delivery catheter system (dcs) used did not cause or contribute to the dissection. Additonal information was received to confirm a procedural delay occurred due to this product issue. Per the physician, the misload noted during the valve load inspection and the high gradient likely contributed to the infold in the valve frame. The physician also noted the neither the second valve, second dcs, nor guidewire contributed to the vascular injury; rather the dislodgement of the first valve or the balloon dilation performed between first valve dislodgement and implantation of the second valve were the contributing factors.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was discolored, showing evidence of blood contact. The valve was received in a compressed state. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being cr imped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared open. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the alleged event cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.